Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the middle part of the balloon. The device was removed and replaced with a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter. The second device was initially inflated at 8 atmospheres up to nominal pressure but when increased to 2 atmospheres, the balloon ruptured immediately slightly on the tip side from the middle part of the balloon. The devices were removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure. It was further reported that the 1.2mmx15mmx142cm fg coyote fc mr (emerge) was used first and followed by a 1.5mm x 20mm x 142cm coyote es balloon catheter.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the middle part of the balloon. The device was removed and replaced with a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter. The second device was initially inflated at 8 atmospheres up to nominal pressure but when increased to 2 atmospheres, the balloon ruptured immediately slightly on the tip side from the middle part of the balloon. The devices were removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.